Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the monitor had power loss and blackout. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and since the power of the device cannot be turned on the reported failure could not be confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the device did not power up, black screen with no display. Based on the results of the investigation, the definitive root cause of the reported issue and the malfunctions identified during the evaluation could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined.

Event description:
No additional information received from the customer.